Event description:
Boston scientific received information that during the implant of this device, the left ventricular (lv) lead pacing impedance measurements were above 2,000 ohms and the shock impedance measurements were above 125 ohms. Boston scientific technical services (ts) was contacted and a consultant discussed troubleshooting to ensure good contact in the device pocket. The pocket was irrigated and the shock impedance measurements were in normal range; however, the lv pacing impedance measurements remained high out of range. Threshold testing and evaluation of sensing was performed with the lv lead and the values were in normal range. The physician elected to continue monitoring the patient. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.